Manufacturer narrative:
Batch review performed on 29 may 2017. Lot 160574: (B)(4) items manufactured and released on 07 march 2016. Expiration date: 2021-02-22. No anomalies found related to the problem. To date, (B)(4) items of same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in complaining of pain. The cause of the pain may be the tibia loosening that was found during surgery. The tibia was loose due to cement not adhering to the implant. The surgeon revised the insert, femur and tibial tray. The surgery was completed successfully. X-ray and explant are not available.